Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation presumed that an image was not displayed because the charged coupled device (ccd) unit malfunctioned due to user operation. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: "¿ use the camera head within a range of ambient temperatures shown in ¿transportation, storage, and operating environment¿ on page 42. When using the camera head at a higher than ambient temperature in the operating environment, the external surface temperature of the camera head may rise excessively. ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ¿ do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ¿ be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. ¿ never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. ¿ turn the video system center on only when the video connector is connected to the video system center. Confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the electrical circuits inside the camera head. ¿ to check the electromagnetic interference from other equipment (any equipment other than this camera head or the components that constitute this system), the system should be observed to verify its normal operation in the configuration in which it will be used." Olympus will continue to monitor field performance of this device.

Event description:
A user facility reported to olympus that during preparation for use, the hd 3cmos camera head image was not visible when plugged into the tower. Additionally, the customer reported no image, but color bars appeared when operating the camera head. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation in olympus (B)(4). The evaluation confirmed the reported event of no image due to faulty charged coupled device (ccd) unit. Additionally, the evaluation uncovered that the cable was not tight due to cable cuts and the button was not working. The faulty parts need replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.